Event description:
In 2008, the pt reported his insulin infusion device continues to display the e8 (power interrupt) error message. The pt is currently using a heavy duty battery. He was advised to switch to a standard aa alkaline battery and change the battery cover. The pt mentioned insulin spilled in the cartridge compartment of his device over the weekend. He stated, he dried out the compartment and has continued to use the device. The proper procedure to remove and change the cartridge was reviewed with the pt. The pt was sent courtesy batteries and a battery cover and advised to call back if the issue continues after changing batteries. Eleven days later, the pt stated his infusion device continues to display the e8 error message. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.